Event description:
Customer reported issue with touchscreen responsiveness, with the pump screen frozen and unresponsive to input. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset as instructed but was unsuccessful, prompting replacement of the pump by technical support. Replacement pump was provided despite being out of warranty, with customer using multiple daily injections (mdi) as a backup therapy to ensure insulin delivery. Technical support confirmed shipping and provided storage mode instructions, with customer understanding the requirement to return the problematic pump using a pre-paid label.